Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: c3 interface cable ¿ diagnostic: model #: d-1286-01-s, lot #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and an electric shock device malfunction occurred. After placing the catheter in the patient¿s body and as soon as the physician plugged the cable of the catheter, the patient got a tiny electric shock at the indifferent electrode located on the patient¿s back. The catheter was exchanged and this resolved the problem. The event was not life threatening. It did not impair a body function nor was there damage to the body structure. The patient did not require hospitalization nor intervention. The patient fully recovered with no residual effects. The procedure was completed successfully. The physician¿s opinion regarding the cause of the electric shock is that it was possibly device related.

Manufacturer narrative:
Information provided on (B)(6) 2014 stated that the cable used during the procedure was a c3 interface cable ¿ diagnostic / model #: d-1286-01-s / u.s. Catalog #:cb3434ct. This cable is a carto 3 cable for diagnostic catheters and not therapeutic catheters. The catheter used was a therapeutic catheter. (B)(4).